Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by using portable x-ray system. The philips field service engineer (fse) checked the system onsite and confirmed that the system's emergency stop was activated and could not be deactivated, preventing geometry movements. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and customer stated that issue occurred when staff accidentally pressed the "emergency stop" button during a case, which caused a loss of geometry movement and resulted in the tripping of both the ups and the mains breaker once the ups batteries were depleted. Fse found a power outage due to a tripped mains breaker, which was reset by the hospital's electrician, restoring power to the ups and x-ray system. To resolve the issue, the fse let the depleted ups regain the charge that was drained. After repairs the device returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's emergency stop was activated and could not be deactivated, preventing geometry movements. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.